Event description:
It was reported that a spectrum wireless battery module had moisture damage on the battery contacts. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found to be out of spec in relation to the reported symptom of "module has moisture damage on battery contacts" which was confirmed by observation during evaluation, but not reproduced. Corrosion of the metallic finish on the battery contacts was evident. The wireless battery contacts were replaced.